Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. This device was implanted on, september 19, 2001 and displayed an elective replacement indicator (eri) in july 2005. There were two shocks given. The right ventricle is programmed at 2 4v@0 5 ms and the left ventricle is programmed at 4v@0.5 ms. There is a concern that the battery depleted earlier than expected.